Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that the luer lock was breaking upon attachment of the infusion set to administer fluids and medications. There is no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a recurring problem of cracks in the pca tubing. The tubing is primed before attaching to a patient. The crack was initially reported to occur during attachment to the patient but it was later stated that the infusion generally continues for several hours before a crack in the luer appears and starts leaking. This occurs around 2 times per month, however no details of any specific events were provided.